Manufacturer narrative:
This report is submitted on august 27, 2018, by cochlear ltd. On behalf of cochlear americas. Registration number (B)(4). Exemption number (B)(4).

Event description:
Per the clinic, the patient experienced fluid discharge and a skin overgrowth on the abutment. The patient underwent revision surgery on (B)(6) 2018 to debride the site and excess skin from the skin flap and to remove the abutment. It was also reported that the patient was administered an antibiotic ointment and is being clinically managed by the health care provider.